Event description:
It is reported that the pt was revised due to pain and implant breakage.

Manufacturer narrative:
Eval summary: pictures of the articular surface were provided. They do appear to depict a fractured anterior locking tab, but do not provide any detail of the fractured area. The primary operative notes provided state that the knee was placed through a range of motion, and no popping, clicking, or issues with the patella tracking noted. The revision notes state that the liner was subluxed forward, but no other observations regarding condition of the component were noted. X-rays were also provided; however, they are undated and alignment/rotation of the components prior to the reported fracture cannot be evaluated. Rehabilitation protocol and adherence thereto is unk. It is unk if the pt experienced trauma that may have caused or contributed to the event. A definitive root cause cannot be determined with the information provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.